Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the spring wire guide was found kinked during use on the patient. No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported the spring wire guide was found kinked during use on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn (B)(4). The customer returned multiple components of a pediatric jugular set, including a guide wire assembly , introducer needle, and syringe for analysis. The guide wire was returned within the advancer tubing. Signs of use were observed on the returned components. Visual analysis revealed that the guide wire contained multiple kinks/bends along the wire. The distal j-bend appeared to be misshapen but intact. Microscopic examination confirmed the kinks in the guide wire and confirmed that the distal and proximal welds were present and full and spherical. The kinks/bends in the guide wire were measured at 308mm and 345mm from the proximal tip. The overall length of the guide wire measured to be 353mm, which is within the specification limits of 350mm - 355.6mm per the guide wire product drawing. The outer diameter of the guide wire measured 0.611mm, which is within specification limits of 0.610mm - 0.635mm per the guide wire product drawing. The returned guide wire was functionally tested per the instructions for use (IFU) provided in this kit, which states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was threaded through a lab inventory arrow raulerson syringe (ars) and the returned introducer needle and minimal resistance was encountered. A manual tug test confirmed that the distal and proximal welds were intact. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." The report that the guide wire kinked during use was confirmed through examination of the returned sample. Visual analysis revealed that the guide wire was kinked/bent in multiple locations along the wire. The returned guide wire met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.